Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo set exhibited line block occlusion alarms. The patient was treated with intravenous fluids and an insulin injection to reduce the glucose levels. The set was replaced. There was patient involvement, no injury was reported.